Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue (delay in lowering gripper) could not be determined. It is possible that the clip delivery system experienced compressive forces on the gripper lumens while in the anatomy, resulting in the delay in the gripper lowering; however, based on the information reviewed and without the device to analyze a cause for the reported gripper actuation issue cannot be confirmed and there is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was prepared for use without issue and advanced to the mitral valve. The clip was positioned for grasping; however, when the gripper lever was down, only one gripper went down, while the other remained up. After 4-5 attempts of raising and lowering the gripper lever, the second gripper arm went down. The clip was successfully closed and deployed, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.